Event description:
Information was received from clinical regarding a patient having balloon kyphoplasty. Pre-op diagnosis of patient was targeted fracture of t7. The current vertebral compression fracture is primarily due to osteoporosis. It was reported that, there was contrast extravasation. Due to allergy in past, 25 mg benadryl administered. Patient became deeply sedated. Managed with increase in oxygen, nasal trumpet, 80 mcg naloxone. Stable transfer to recovery area. This event occurred during the procedure with research site coordinator entered that cement leak detected with leak asymptomatic. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.